Manufacturer narrative:
Service was dispatched on (B)(6) 2011. The field service engineer replaced the sample and reagent probes and three-way valves. The wash head was inspected. The sample and syringe drive were lubricated. Quality control results after repairs passed established specifications, and the instrument was subsequently returned into service. Although repairs were made, a definitive root cause for this event has not been determined to date. Previously reported events associated with this issue include: 2050012-2011-02264, 2050012-2011-02349.

Event description:
The customer reported that on (B)(6) 2011 erroneous, high prealbumin (pab) results were generated on an image immunochemistry system. Data supplied from the customer indicated the generation of erroneous pab results for two patient samples upon initial testing. Subsequent multiple repeat tests of the samples were performed on the same instrument. One sample retest for each patient involved a diluted (1:36 dilution ratio) sample. Retest results were lower and considered valid. One patient's initial result required an amended report to be issued. The erroneous results were reported out of the laboratory however there were no reports of death, serious injury or change to patient treatment associated or attributed to this event. Samples were serum. Quality control (qc) results were elevated during the timeframe of the event, and pab assay failed system calibration assessments due to precision issues.